Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device has an intermittent red-x in the ready for use indicator and it chirps. There was no patient involvement.